Event description:
The facility representative reported a colleague infusion pump where channel- a would lock up causing the user to have to manually reset the channel, which interrupted delivery during therapy. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as failure code 807:05. The root cause could not be determined at this time. The pump was not repaired by baxter and was returned to the customer unrepaired. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.